Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged the day following implant procedure. The patient was scheduled for a revision, however, this lead was eventually removed since it would not stay in the target vessel. This lead was successfully replaced and will be returned for analysis. This lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.